Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).

Event description:
Embolization treament procedure with onyx. It was reported that the catheter was used to deliver onyx. During catheter removal, the distal section broke off and remained in the patient. Same event as MDR# 2029214-2011-00157.